Manufacturer narrative:
Corrected data: on block d9, it was initially stated that the product was available for evaluation. On december 16, 2021 we received the information that the product could not be returned as it was requested by the hospital. On block h6, the health effect ¿ impact codes "2645" was replaced by "2199" as we received the information that the product was implanted and the patient's status is good. (4117/ ) device is not accessible for testing as it was implanted in the patient. The hospital accepted damaged boxes as its only cardboard and the internal packaging was intact without any traces of damages. (4112/3236) a visual inspection based on pictures received was performed by our quality assurance manager. His conclusion is as follows : "based on the attached photo, I do believe that the box was damaged during shipping. " "in the photos, several products are clearly non-compliant due to the damaged box, there is a risk of damage to the sterile barrier." (18) please note that, as per the product instructions for use, contents sterile unless package is opened or damaged. Do not use if sterile barrier is damaged. If damage is found, call your local distributor or getinge representative. (4308) the most probable root cause of this event is an improper handling of the package during transport. An internal non-conformity report has been initiated in order to take appropriate action. H3 other text : 4117 - device implanted.

Event description:
See mfg report #1640201-2021-00037 complaint #: (B)(4). On december 16, 2021 we received additional information that the product could not be returned as it was requested by the hospital. The product was implanted. The patient's status is good. The hospital accepted damaged boxes as its only cardboard and the internal packaging was intact without any traces of damages.

Manufacturer narrative:
It was reported that the product is available for investigation, it should be returned to intervascular for examination. The review of historical data indicated that no other similar complaint was reported for the same sterilization lot number 21b04. The investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported: "the cargo is damaged before placing in the warehouse of the airport (B)(6). The amount of damage determined at the warehouse of the recipient." (B)(4).